Manufacturer narrative:
The investigation determined that the calibration and qc data submitted were within specifications. It is unknown if the damaged kit was used for the calibration or qc measurements. The investigation determined that it is possible the discrepancy was caused by leakage of liquid from the crack in the mouth of the bottle. Any similar issues will continue to be monitored.

Manufacturer narrative:
The reagent kit was inspected and it was found that there was leakage and the mouth of the first reagent bottle was broken. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from two patient samples tested on the cobas 8000 - cobas e 602 module with serial number (B)(4). The initial results were reported outside of the laboratory. Different reagent kits were used for the initial and repeat results. Sample 1: the initial result was 1205pg/ml. The repeat result was 1952 pg/ml. Sample 2: the initial result was 405.5 pg/ml. The repeat result was 706.8pg/ml.